Event description:
It was reported that device did not recognize the wand. Wand was connected and a 'connect wand' message came up. No backup device was readily available so a competitive device had to be used instead. No procedure delay or patient injuries were reported.

Manufacturer narrative:
Investigator determined there was a relationship between the returned device and the reported incident. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electrical component inside the subject controller. After manufacturing documentation review there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Visual inspection revealed a few minor scratches on the exterior of the returned device.